Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer's blood glucose level was 127 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.